Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product was discarded will not be returning to zoll.

Manufacturer narrative:
(B)(4) has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a diaphoretic male patient (age unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician dried the patient and re-applied the pads and if they slipped again they dried the patient again and put on different pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.